Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had an internal temp error.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10. A getinge field service engineer (fse) evaluated unit. Fse states as per manual, compressor replacement is required do to failure report by instrument on previous use. The fse replaced compressor, scroll and regulator, drive with all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d4).